Event description:
Patient presented with aneurysmal and "ratty" femoral artery. A cutdown was performed on both sides. The dual lumen catheter was up and over the aortic bifurcation, bifurcated device was backloaded onto a meier guidewire. When the dual lumen catheter was removed, the iliac artery was perforated. The vessel was cross clamped and repaired with a patch. When the cross clamp was removed distally (femoral), the vessel was damaged, and the femoral artery was also repaired with a patch. The decision was made to reschedule the patient for an open repair in about six weeks to two months.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of information, no conclusion can be drawn at this time.